Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified below the knee artery. A 2.5mm x 40mm x 146cm coyote es was advanced for dilatation. During second inflation at 10 atmospheres, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.